Manufacturer narrative:
Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer safety-lok blood collection set with pre-attached holder the user identified foreign matter on the device cannula/needle within the fluid path of the component. The following information was provided by the initial reporter. The customer stated: "bd vacutainer safety-lok blood collection sets have had some sort of ¿white fragment¿ on the needle when the safety cap was pulled off."